Manufacturer narrative:
The insulin pump was received missing retainer, missing o-ring (reservoir tube), keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned a crack on the reservoir compartment. The insulin pump will be returned for analysis.